Manufacturer narrative:
Initial reporter phone no.(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction manifested by nausea, vomiting and violent convulsions lasting for about an hour. This event occurred during treatment with a polyflux dialyzer. The treatment was stopped immediately. Medical intervention was not reported. The patient outcome was not reported. No additional information is available.